Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 500mcg/ml at a dose of 142.8mcg/day. It was believed to be compounded baclofen. The indications for use were post spinal cord injury, spinal cord disease and intractable spasticity. The patient had transferred care to a different physician and at the first refill in april a reservoir volume discrepancy was reported. The actual reservoir volume was 10ml and the expected reservoir volume was 6.2ml which was in spec. The patient had pain in the left knee and head. It was believed that the patient was ¿spooked¿ by the concern of a volume discrepancy. The patient went home after the refill then went in the hospital where he was given oral baclofen. For the past 2-3 years there were only a couple times that there was ¿a couple (2-3ccs)¿. The previous healthcare provider had requested a catheter dye study be done; however, the new healthcare provider disagreed and did a (B)(6) study on (B)(6) 2016. The (B)(6) study was successful with no issues. The event logs were also normal. The patient¿s symptoms subsided and he was no longer in the hospital. It was noted that the patient had a lot of comorbidities with pain in the left knee from a surgery years and years ago that never got better. Additional information was received from the manufacturer and the healthcare provider (hcp). The hcp indicated the patient¿s pump contained baclofen 500 mcg/ml (type of baclofen, dose, and lot number was not provided). There was a 4 ml discrepancy noted at the last refill. The hcp did not believe that the patient¿s left knee pain and head pain were related to the reported volume discrepancy. It was unknown if there was a device issue, patient/therapy issue or procedure issue regarding the left knee pain after the knee surgery years ago. Actions taken was oral baclofen was started and the patient was referred back to the pain clinic where a (B)(6) study will be performed. The results of the (B)(6) study showed normal function. The volume discrepancies were within "functioning tolerance".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.